Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have been experiencing high blood glucose. They said that when they wake up every morning, their blood glucose is 400 mg/dl and that they need more insulin in the morning. They state that they feel as if everything is fine when they go to bed but does not think they get enough insulin. The symptoms that they have that are associated with high blood glucose are cramping and stomach hurts. He said that he gives himself extra insulin when he goes to sleep. But, for the last 2 weeks, he has been waking up over 400 mg/dl. Troubleshooting for high blood glucose was offered but he declined because he went to his doctor to try to fix his settings. The insulin pump will not be returned for analysis.